Manufacturer narrative:
The returned valve was patent. It met the requirements for siphon, reflux, pressure-flow, and pre-implantation. However, it did not meet the requirements for leak testing due to a tear in the side of the delta chamber. It is unknown how or when this damage occurred. The instructions for use (IFU) that accompany the device caution that accompany the device caution that ¿care should be taken in handling the valves as silicone has a low cut and tear resistance.¿ it also cautions that ¿improper use of instruments in the handling of implantation of shunt products may result in the cutting, slitting or crushing of components¿. There was proteinaceous debris observed within the interior and exterior of the valve. Approximately 23.5 cm of the ventricular catheter was returned. Approximately 92.5 cm of the peritoneal catheter was returned. Both catheters met the requirements for patency and leak testing. A review of the manufacturing records showed no anomalies. All valves are 100% tested at the time of manufacture. All catheters are 100% inspected at the time of manufacture.

Event description:
It was reported to medtronic neurosurgery that the device was found to be leaking during preoperative testing. According to the report, the doctor used a new device to complete the surgery successfully. Reportedly, there was no impact to the patient and the patient is doing well.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.